Manufacturer narrative:
Motor error alarm noted during rewind due to cracked flex trace on motor. Unable to perform displacement test, basic occlusion test, prime compromised force sensor system alarm test, excessive no delivery test and occlusion test due to motor error. Unable to check for motor error alarm due to motor error during rewind. Unit had cracked belt clip slot, cracked reservoir tube lip, cracked case at display window corner, scratched reservoir tube window, overlay scratched, minor scratched lcd window and cracked lcd window.

Event description:
It was reported via phone call, that the customer received a motor error alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis.